Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 391 mg/dl. Reportedly, the customer believed the pump was not delivering insulin as intended. Customer delivered boluses to address elevated bg levels, and ultimately reverted to manual injections for insulin therapy.